Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance occurred on system diagnostics on (B)(6) 2014. The device was programmed off to 0ma. Good faith attempts for relevant information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.